Event description:
A 3.5mm diameter x 24mm length medtronic ave s670 over-the-wire stent was inserted into the left anterior descending coronary artery. The lesion was pre-dilated with a 3.0mm x 15mm photon ptca balloon prior to insertion of the stent delivery system. During the inflation of the stent delivery balloon to deploy the stent, a perforation to the artery occurred. Consequently, the pt experienced a cardiac arrest and was successfully resuscitated. An emergency pericardiocentesis was performed and an angioplasty balloon catheter was inserted and inflated to 4atm at the perforation site. Subsequently, the pt's blood pressure and heart rate became stabilized and the pt was sent for emergent surgery for repair of the artery. Size of the referenced vessel is unknown, however, pre-dilatation was performed with a 3.0mm balloon for the 3.5mm stent insertion. It is unknown if the stent was oversized for the referenced vessel, or if the lesion was not adequately pre-dilated. There was no add'l clinical sequelae reported relative to the event and no further info available from the user facility.